Manufacturer narrative:
The reported events of device migration and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported that when implanting a xen45 gts on one occasion, it retracted completely in to the subconjunctival space subsequently developing scar tissue in the unknown eye.